Event description:
Product was used to close wound in ER. Wound reopened the following day and product was used again to close wound. One week later the wound reopened and is described as being infected. Pt is being treated with antibiotics. Follow-up questions have not been answered and patients current condition is unk.